Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient contacted lifescan in 2007 and alleged that her one touch ultra meter was displaying the battery symbol, even after she had replaced the battery. She also claimed that, when she was able to obtain a result, the meter reading was inaccurate. The medical affairs specialist was unable to reach the patient after several attempts via phone. A letter was sent to the address provided. The patient reported that she had to keep replacing the battery in the meter almost every month due to it displaying the battery indicator. She stated that there was no meter trauma. Four months earlier, (time not specified), the meter displayed battery symbol when she tried to test her blood glucose. After multiple attempts, she obtained the results, 112 and 119 mg/dl. The patient thought that her blood glucose was "fine" based on these results and being asymptomatic at the time. An unknown time later, she started feeling sweaty. She attempted to test on the meter again, but kept getting the battery symbol. Due to the low blood glucose symptom, the patient drank orange juice and ate a "jar and a 1/2 of peanut butter. Due to "eating a lot of peanut butter," she started throwing up and felt sick in the stomach. Between 6:30-7:00 pm, the patient called 911 and the paramedics came and tested her on their meter with a result of 41 mg/dl. They also tested the patient on the reported meter with a result of 131 mg/dl. The patient was taken to the ER, but there is no information regarding the ER visit. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. She received food and/or beverage treatment from the paramedics. It would be helpful to know previous blood glucose results from the day of the event, her diabetes medication regimen, and if she had taken any medication or food intake prior to experiencing the symptoms. At the time of troubleshooting, the meter was set to the correct unit of measurement (mg/dl). The patient's testing technique was reviewed to be correct and she was cleaning the puncture area properly. The battery indicator issue was not resolved. The patient did not have control solution at the time of the call and therefore, a quality control check could not be performed. This complaint is reported because, the patient alleged inaccurate high results on the meter prior to and during a hypoglycemic episode. The battery indicator issue was also not resolved. The reported meter when compared to the paramedics meter was out of specifications. A replacement meter, control solution, and test strips were sent to the lay user/patient.